Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 02jan2019. (B)(4). Philips field service engineer (fse) stated the reported phenomenon was not confirmed. A visual inspection was performed and no abnormality was confirmed. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported a noise and burnt smell. The unit was in use, but there was no harm to the patient. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 15mar2019, date rec¿d by MFR : 14mar2019. Philips field service engineer (fse) identified led (light emitting diode) malfunction and oxygen flow error. The fse has determined that the power switch overlay and flow sensor need to be replaced. The repair will be completed after the customer approves an estimate. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR : 09may2019. During failure investigation (fi), a visual inspection of the gas delivery system (gds) assembly revealed that the oxygen (o2) flow sensor printed circuit board (pcb) u1 was damaged additionally the gds assembly was missing the data acquisition (da) printed circuit board assembly and oxygen solenoid valve. A fi test data acquisition (da) pcba and oxygen solenoid valve was installed on the gds and the gds assembly was installed into a fi ventilator an unsuccessful attempt was made to duplicate the reported issue as the ventilator failed upon power up of the device. The damaged u1 was replaced on the o2 flow sensor pcb and a test was performed this test showed that both the air flow and o2 accuracy test failed. During troubleshooting the gds assembly found defective u1 on the air flow sensor the u1 on the air flow sensor was replaced and the device passed testing. The defective u1 on the air flow sensor pcba created the air and o2 flow accuracy tests to fail. The damage to the o2 flow sensor u1 was identified to have occurred during or after the repair of the device and not part of the original reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 09may2019. A power switch overlay was returned for analysis. A visual inspection was performed and revealed no evidence of damage or contamination. The returned power switch overlay was installed into the failure investigation (fi) test ventilator and on initial attempt to duplicate the reported problem; the fi ventilator remained operational with no issues. The fi technician performed an internal visual inspection & diode test. There were no damage & contamination found during internal visual inspection. The power switch overlay was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.